Manufacturer narrative:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. During the procedure, after the physician inserted the vizigo sheath and took out the dilator, there was minimal blood back flow from the sheath¿s hemostatic valve if the physician took his finger off the end of the sheath. The investigational analysis completed(B)(6)2020 . Visual inspection was performed, and the hemostatic valve was found dislodged and dilator was not returned. A second closer inspection was performed. Device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of hemostatic valve separation could be related to the procedure. However, this cannot be conclusively determined. Manufacture reference no: pc-000684849.

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, the hemostatic valve was observed dislodged. The dilator was not returned. The observed dislodged hemostatic valve coincides with what was initially reported. The dislodged hemostatic valve has been assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. We are working on the manufacturing record evaluation (mre). Once the information is provided, it will be submitted in the supplemental. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. During the procedure, after the physician inserted the vizigo sheath and took out the dilator, there was minimal blood back flow from the sheath¿s hemostatic valve if the physician took his finger off the end of the sheath. Most of the bleeding occurred while he reinserted the wire into the sheath so that he could switch it out for a new one. The physician was able to place his finger over the end of the sheath to stop the bleeding while the sheath was in place. He was also able to put pressure on the vessel while the wire was in until he could insert a new sheath. The hemostatic valve did not detach from the sheath. However, it is believed it was broken or faulty. The hemodynamics was not compromised due to bleeding. No air entered to the patient¿s body. No surgical intervention was required. Since the bleeding was minimal and did not lead to hemodynamics disruption or required intervention, this event will not be coded as patient event but as a reportable product malfunction. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction.